Event description:
It was reported that the patient has made excellent progress with her cochlea implant. In 2008, the patient's father reported that his daughter was no longer able to hear with her device. However, if the device has been turned off and on again, the patient is again able to hear with her device. All external parts have been exchanged, but the problem still exists. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.